Manufacturer narrative:
This event is no longer reportable. Prosthetic endocarditis is a serious complication of valve replacement and repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset at 60 days or less post-implant) and late (onset greater than 60 days post-implant). Early-onset generally reflects contamination arising in the perioperative period; if there were ever non-conformances in the sterility or packaging processes, they would most likely manifest at this time. Late-onset occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not related to the sterilization or packaging process.

Event description:
It was reported that a patient with a 21mm 3300tfx aortic valve implanted for 2 years 16 days underwent redo aortic valve replacement due to endocarditis from streptococcus mitis bacteremia and vegetations on the leaflets. Patient presented with fatigue and chills, found to have evidence of septicemia. A 21mm 3300tfx aortic valve was implanted in replacement. Tee demonstrated excellent seating of the aortic prosthesis, no evidence of perivalvular leak. Patient was transferred to the cvicu in satisfactory conditions and good hemodynamics. Patient on IV antibiotics for at least 6 weeks after surgery. Patient was discharged on pod#15. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. The subject device is not available for evaluation. A definitive root cause cannot be determined. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported that a patient with a 21mm 3300tfx aortic valve implanted for 2 years 16 days underwent redo aortic valve replacement due to unknown reasons. A 21mm 3300tfx aortic valve was implanted in replacement. Postoperatively, the patient was in recovery. No deficiency in the original device. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.